Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient¿s right ventricular lead was oversensing. Programming changes were made. The patient will be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information noted that the patient presented for a routine generator change. Prior to procedure, the lead was oversensing noise that inhibited pacing upon manipulation. The lead was capped and replaced on (B)(6) 2021. The physician could not identify an lead damage. The patient was stable post procedure.